Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer was experiencing high blood glucose. Customer also stated they did not receive any no delivery alarms but their blood glucose has been high. The customer's blood glucose was 290 mg/dl. Customer had treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Troubleshooting found the customer's insulin pump alarmed no delivery during the high pressure test. It was also found the customer had a bent cannula after removing their infusion set. Advised the customer to change out their entire infusion set, reservoir, and insulin. Customer's insulin pump will be replaced due to the customer's concerns. No additional information provided.